Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and tested the iabp with a pressure simulator, and the iabp was able to display pressure. The fse was unable to duplicate the error. The fse performed calibration, functional, and safety tests. The iabp was fully operational, and released to customer for clinical use.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) is not displaying pressure information. This event occurred while the iabp was in use on a patient. No adverse event has been reported.